Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a 23 ga vitrectomy when the surgeon inserted the valved cannulas in the sclera and when he extracted the mvr-blade there was a fountain of fluid coming out of the trocars. It seemed as if there was no membrane at all. The surgeon had to take new trocars from the competitor. There was a delay in the surgery but the surgeon did not find it clinically significant. There was no patient harm. Additional information has been requested but not received to date. This is one of two reports being filed for the same event. This report is for the patient who underwent surgery on an unknown date.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. For this final lot, (B)(4) 23 ga valve entry lots were used to make up the final lot. A device history record review for each of the 23 ga valve entry lots was conducted; no anomalies were found. The product was released based on manufacturer acceptance criteria. The root cause for the defect experienced by the customer cannot be determined.